Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41-69 mg/dl. The customer consumed carbohydrates, orange juice, and glucose tablets to address bg. Customer required assistance and emergency services were called. Details of assistance was not provided. During troubleshooting it was determined that the customer was stacking boluses. Recommendation was made to consult with healthcare provider regarding diabetes management.